Manufacturer narrative:
(B)(4). Batch # n53y4w. Additional information was requested and the following was obtained: how much blood was loss (ml)? 400ml. How was the bleeding controlled? Physician was using gel port for hand assisted laparoscopic case and used digital pressure against renal artery while another stapler was acquired. Second fire of renal hilum provided hemostasis did the patient receive a transfusion? If yes, how many units were given? None given during surgery. How was the procedure completed? What is the current status of the patient? Discharged home the analysis results found that the ats45 device was received in good visual condition and with a tr45w cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic nephroureterectomy, on the first firing using a white cartridge when firing on the renal artery the device cut but did not staple. There was bleeding. It is unknown how the bleeding was controlled. The blood loss is unknown. It is unknown if the patient received a transfusion. It is unknown how the procedure was completed. No patient consequences were reported.